Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 353 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing headaches and increased spasticity. The catheter was aspirated beside without difficulty and no dye study was performed. It was reported that the pump pocket was opened and the surgeon saw that the catheter was bent close to the connector and thought this is where a crack was possible. It was noted that a very small amount of fluid was coming from this location. The entire catheter was replaced. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury and the issue was resolved. The catheter was disposed of and would not be returned for analysis. No further complications have been reported as a result of this event.